Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. An angiodynamics territory manager (tm) reported via a product evaluation survey, a patient adverse event occurred after treatment with an alphavac multipurpose mechanical aspiration f18-85 cannula. The patient was treated for a left atrial thrombus, removing approximately 95% of the thromboemboli, and no issues were noted during the procedure. However, approximately 2-3 hours after the procedure was completed, the patient suffered a stroke. At this time the patient is currently stable and improving. Follow up with the tm determined that the physician confirmed this was not, in anyway, a result of product malfunction but a complication of the procedure.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The product was not returned for evaluation since there was no report of alphavac malfunction during the procedure; just patient serious adverse event (stroke). The customer's reported complaint description cannot be confirmed due to the nature of this patient serious adverse event; there were no reports of alphavac mma gen 3 device malfunction during the procedure. No sample was returned for evaluation. It was concluded that the alphavac device was unrelated to the patient's stroke (distal embolization of thrombus); i.e. This was just an anticipated procedural complication. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: directions for use is provided with this device and contains the following statements: adverse events this device, as do all embolectomy systems and devices, has possible side effects, which include, but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the directions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, and application of intravascular introducer systems which include but are not limited to: · death · distal embolization of thrombus · vascular thrombosis a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).